Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was squirting insulin out during the manual prime process. The customer stated that she received a compromised force sensor system alarm while trying to exit the rewind menu on the insulin pump. The customer's blood glucose was 226 mg/dl. Troubleshooting was done. The customer stated that the drive support cap was protruding. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump has minor scratched lcd window, broken reservoir tube lip, reservoir tube cracked, cracked case at display window corner and missing end cap sticker.